Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of difficulty being able to complete the controller exchange to the heartmate 3 system controller (serial number: hsc-113884) was not able to be confirmed. No products were returned to abbott for analysis, but log files were submitted for review. The log file from the new controller contained approximately 2 days of relevant information (25jan2024 to 26jan2024 per timestamp). The driveline was first connected to this controller at timestamp 13:41:41 on 25jan2024. After this connection was secured, the controller appeared to operate as intended and the pump was able to reach a speed within the expected range. The heartmate 3 patient handbook and heartmate 3 instructions for use provide instructions on how to properly complete a system controller exchange. The root cause of the reported difficulty could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: hsc-113884) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ instructs users to never exchange their system controller without having a competent, trained caregiver at their side. The patient is also cautioned to follow all alarm instructions, including calling the hospital. ¿the system controller driveline connector¿ states that it is impossible to connect (or disconnect) the controller driveline connector without moving the driveline safety lock into the ¿unlocked¿ position. ¿replacing the running system controller with a backup system controller¿ describes how to perform a system controller exchange with one or two power sources available. In both methods, the patient is instructed to align the white arrow on the driveline cable connector with the white arrow on the system controller driveline connector. After the driveline is transferred to the backup system controller, the patient is instructed to close the safety lock. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a backup battery fault alarm so the patient and their daughter called the left ventricular assist device (lvad) emergency line. They changed out the patient's primary system controller ((B)(6)) with their backup system controller ((B)(6)). When they changed out the controllers, the current primary controller ((B)(6)) said charging and the daughter was unable to close the door on the driveline and had no green arrows present. This confirmed that the pump was off and they were instructed on how to properly insert the driveline. The driveline was inserted correctly without difficulty and the pump was turned back on. The patient was awake and alert with no symptoms. Log files from (B)(6) were unremarkable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.